Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with normal operating currents and there was no unexpected off and no power alarm during testing. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a low battery alert and then an off no power alarm. The customer also reported cracks on the insulin pump. The blood glucose reading was 161 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.